Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open while on tissue. The surgeon managed to remove the instrument by forcing the jaws open. The pt's tissue was slightly torn. There was no injury to the pt. No further info is available.